Event description:
It was reported that the ilet device had a cracked screen following receipt of a photograph, and a replacement was determined to be necessary due to compromised functionality and loss of water resistance. Symptoms included no adverse clinical effects. Outcomes included no impact to health, hospitalization, or medical intervention. Investigation included remote review of user-provided images and verification of device information and inspection of the returned device. Investigation of this device revealed physical damage to the display component consistent with screen breakage, with functionality in question but not confirmed to have failed. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external physical damage rather than a device manufacturing or design issue.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.